Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device. New information received indicates that this device declared elective replacement indicator prematurely due to long charge time. A technical service consultant recommended replacing the device.

Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.